Manufacturer narrative:
Follow-up #1 date of submission 07/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the pump black box data showed evidence of cs 064 alarms. The pump was exercised for 24 hours and no cs 064 alarms occurred. The pump case was removed, and evidence of moisture damage was found on the motor flex connector. The call service alarms issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, fading, discolored display and a cracked battery compartment. Also unrelated to the complaint, the audio bolus button cover was found to be detached/missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.